Manufacturer narrative:
09/25/2018 - information to identify the specific product and manufacturer not available as of this date.

Event description:
(B)(6) 2018 - user indicated the condom slipped off during intercourse and could not be removed from female partner. They went to the emergency room to remove the condom. No other issue identified.

Manufacturer narrative:
On (B)(6) 2018: information to identify the specific product and manufacturer not available as of this date. On (B)(6) 2018 - further information on the product not provided. No investigation possible.

Event description:
On (B)(6) 2018 - user indicated the condom slipped off during intercourse and could not be removed from female partner. They went to the emergency room to remove the condom. No other issue identified.